Manufacturer narrative:
(Initial reporter address 1): (B)(6). (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the working length was mechanically cut and the tip of the device was not returned. There was no other issue noted. The complaint was not consistent with the reported event that the cutting wire was broken. Based on the condition of the returned device that the working length was mechanically cut, it is not possible to verify what the customer alleged complaint. Therefore, the most probable assigned for this complaint is no problem detected since the device complaint or problem cannot be confirmed. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019 . According to the complainant, during the procedure, the autotome rx 44 was unable to conduct and cut the sphincter. After several attempts, the cutting wire broke. Additionally, it was reported that they attempted to cut through abnormal tissue. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the autotome rx 44 was unable to conduct and cut the sphincter. After several attempts, the cutting wire broke. Additionally, it was reported that they attempted to cut through abnormal tissue. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.